Event description:
It was reported that there was evidence of atrial oversensing of a large signal that looked non-physiologic, which was occurring after an a-refractory sense at varying intervals. The oversensing was causing mode switch to occur, as well as to keep the patient in a non-tracking mode. It was noted that there may have been at attempt to program around the issue, with sensing assurance programmed off and atrial sensitivity adjusted. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2012.